Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. A resistance/impedance increase was noted. Weekly pace lead trend data shows an increase for min and max right ventricular pace impedance of 768 to 2064 ohms peak between (B)(6) 2011 and (B)(6) 2013. Concomitant products: d164vwc implantable cardioverter defibrillator (ICD).  (B)(4).

Event description:
It was reported that during a device check it was observed that there has been a gradual increase of the right ventricular (rv) lead pace/sense impedance. The lead remains in use with continued monitoring. No patient complications have been reported asa result of this event.